Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a lobectomy, the device delivered malformed staples. Another like device was used to complete the procedure. There was no pt consequence.